Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. The catheter was returned for analysis, results were not available at the time of this report; a follow-up report will be sent when analysis is completed.

Event description:
It was initially reported that the patient had been receiving efficacious therapy up until 4 days ago when she started experiencing increased tone, increased sweating and increased clonus. The patient was brought to the hospital (B)(6) 2011. The catheter access port study was done and the clinician was unable to withdraw any fluid from the port. Based on those findings and the patient's symptoms, they decided to do an exploratory surgery on (B)(6) 2011. Intraoperatively, it was visualized that the intrathecal segment of the catheter appeared as if it were starting to migrate out from the spine. The catheter had a 90 degree bend in it and at the juncture of that bend; it appeared as if the suture tie had severed through the catheter. Cerebral spinal fluid was leaking from the spinal catheter segment; break/tear/hole was noted. The healthcare provider (hcp) replaced the segment of catheter that ran from the pump to the spine and spliced the new one to the existing spinal segment catheter that was implanted. The pump was restarted at a lower infusion rate. The medication delivered via the device was gablofen 2,000mcg/ml; the infusion rate was decreased from 549.6mcg/day to 250mcg/day. The patient was admitted for observation and then transferred to another on (B)(6) 2011 with her spasticity controlled on an infusion rate of 150 mcg/day. Patient sustained no injury and recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter received for analysis included only the sc assembly + proximal + pin connector + partial distal segment. The portion that was received had a clean cut end no significant anomaly was found with this segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.